Manufacturer narrative:
There were no issues with the product itself. The consumer got caught in a rut and kept going into a ditch. User error. Provider evaluated.

Event description:
Dealer alleges consumer lost track of where he was and ended up in a ditch full of water. No injuries reported. Called 911 to get out of ditch.